Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the reported malfunction for "bridge test" failed was duplicated and the bridge board was replaced to remedy the problem. The reported malfunction for "defib fault 79" was observed testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the reported malfunction for "bridge test" failed was duplicated and the bridge board was replaced to remedy the problem. The reported malfunction for "defib fault 79" was observed testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "bridge test failed" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.